Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in the reported details is captured under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures did not capture the vessel and the knot did not completely release. An attempt was made with another proglide; however, a cuff miss [suture retrieval issue] was noticed. The sutures of new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Four days post procedure, significant symptomatic stenosis of the common femoral artery was documented, requiring intervention. The cause of the stenosis is not yet known. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. The cause of the stenosis [occlusion] is not known but the physician believes that it could have been secondary to use of the proglide device [successfully deployed] and may be considered a contributing cause. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported ¿the sutures did not capture the vessel and the knot did not completely release with the first proglide,¿ indicates a non vessel or friable vessel occurred. In this case the suture will not easily release from the suture bearing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - device available for evaluation updated from returning to not returning.